Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iabp ap and ECG waveform missing is confirmed based on the photos provided in the complaint, however, a teleflex field service engineer serviced the pump and could not duplicate the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) waveformsall went flat, no pressures were displayed and the battery and helium icons had a red x through them. As a result, the pump was switched out for another iabp. The iabp was sent to biomed and was assessed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) waveformsall went flat, no pressures were displayed and the battery and helium icons had a red x through them. As a result, the pump was switched out for another iabp. The iabp was sent to biomed and was assessed. There was no report of patient complications, serious injury or death.